Event description:
It was reported that nurses complained of excessive patient-side occlusion alarms related to the auto-restart attempts configuration. The configuration is set at 5. The nurses wish that the device would alert the patient to straighten their arm to resolve the pressure build up like their old pumps did. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.